Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the hypotube is twisted from the handle to approximately 19cm from the handle. The distal shaft is separated at the collar. The entire distal shaft is slightly flattened. Microscopic inspection revealed scratch marks to the distal shaft starting at approximately 3mm from the tip and then fades to scuff marks at the separation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the guidezilla was fractured. The target lesion was located in the left descending anterior artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla was twined with the guidewire and became fractured. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the guidezilla was fractured. The target lesion was located in the left descending anterior artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla was twined with the guidewire and became fractured. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure.